Manufacturer narrative:
The customer reported a pads/paddles front end failure condition. The customer's biomedical engineer evaluated the device, and with the assistance of philips healthcare's response center, determined that the power pca needed to be replaced. Replacing the power pca resolved the issue.

Event description:
The customer reported a pads/paddles front end failure condition.